Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information indicates that the cause of this behavior was unsure as it could be a scar tissue at the tip of the lead. The field representative stated it was hard to quantify when the lead is still in the heart. The behavior was only attributed to the lead. The lead was surgically abandoned. No additional adverse patient effects were reported.